Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and insomnia ("some nights trying to sleep was impossible"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the insomnia had resolved. The reporter considered insomnia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2017. Concerning the injuries reported in this case, the following events were described in medical records- pelvic pain. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received- event medical device removal was updated with event pelvic pain. Reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced insomnia ("some nights tryong to sleep was impossible"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the insomnia had resolved. The reporter considered insomnia and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.